Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The patient had generated (B)(6) results (B)(6) on an advia centaur. The sample also generated negative (B)(6) results on an axsym analyzer, and with (B)(4) testing. The sample was tested using (B)(6), generating a (B)(6) result. There was no adverse impact to patient management reported.

Manufacturer narrative:
On (B)(6) 2012 the customer called with additional information. The patient was redrawn and rna, innolia, and advia testing all generated (B)(6) results. The customer now believes the first ((B)(6) ) sample was contaminated.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4), no consequences or impact to patient. This report is being filed on an international product, arch anti-hcv, list 6c37, that has a similar us product distributed in the us, arch anti-hcv, list 1l79. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated an architect i2000sr analyzer generated a (B)(6) anti-hcv result for one patient sample. Further investigation of the customer issue included a review of the complaint text, testing of retained reagent, a search for similar complaints, and a review of labeling. Shipping history was reviewed and anti-hcv reagent lot 15471li00 is one of the lots that was shipped to the customer. This lot was the subject of the product evaluation. A retained reagent kit of lot 15471li00 was calibrated successfully, and controls were within range. Two sensitivity panels were tested and no (B)(6) results were obtained. In addition, two commercially available seroconversion panels were tested and the reagent performed acceptably. Tracking and trending did not identify an atypical complaint activity or an adverse trend for the complaint issue. Labeling was reviewed and found to be sufficiently address the customer's issue. Based on the evaluation no product deficiency was identified.